Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, unknown g2: country united kingdom d6a: implant date estimate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by healthcare professional (hcp) that one of the patients at programming clinic last month had a problem with their implant and controller that they had never seen before. There is a warning message seen. Basically there seems to be a current limit of 0.4 ma on nearly all programs without this being set. This limit is there on all seven of the default programs, and on a custom program d (c+,3-) of the monopolar programs was set up. Programs a - c, the other three monopolar programs, don't seem to have this limit, they could be increased to 1.2 ma however they didn't go higher due to patient discomfort. They tried putting a limit of 4.2 ma on the affected programs but still got the warning at 0.4ma. All programs were tried but the same problem was seen on each of them. The only other information they have is an impedance check showed impedance of >4kohm for all circuits using electrode 0. All other circuits were within acceptable limits. Hcp said last spoke to the patient in a telephone review so were unable to recheck and record impedances. The device was implanted in (B)(6) 2023. The patient denied having an accident that may have affected the implant or lead. Of the programs where the current could be increased the patient has managed to find one that gives them benefit for their symptoms and they are happy with the current situation. We will review again by phone things in a few months or if anything changes the patient will contact us beforehand.

Event description:
Additional information was received. It was reported that healthcare professional (hcp) first contacted manufacturer representative (rep) about the issue on 2023 (B)(6). The implantable neurostimulator was implanted on 2023 (B)(6). The lead was implanted back on 2018 (B)(6). Patient's indication for use was for detrusor overactivity.

Manufacturer narrative:
Continuation of d10: product ID: 388928, lot#: va1m1m0, implanted: 2018 (B)(6), product type: lead, g3: date MFR rec updated to earliest known - 2023 (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.